Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 703882 and 703143 (same patient) the hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) did not load properly. No delamination/cracking of the seal was noted before or during the loading of the hs iii seal. The seal looked not centered and fail to load in step 2/3. The procedure was completed with a new device. No patient harm.

Event description:
N/a.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25162768, 25162814, and 25162876 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned